Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 7:30 am the customer tested by fingerstick on the meter using an unknown lot number of test strips with a result of 8.0 inr. At 7:45 am the customer tested by fingerstick on the meter using strip lot 29778721, and the result was 7.2 inr. At 9:00 am, the customer had a lab test, and the result was 4.5 inr. This MDR is for the unknown test strip lot. Refer to the MDR with patient identifier (B)(6) for the report on the strip lot 29778721. The customer has a therapeutic range of 2.5-3.5 inr. Customer has no antiphospholipid antibodies, no heparin, no new medications, no recent illnesses, no diet changes, no bleeding or bruising and is not anemic. The customer has been on plavix since (B)(6) 2018 due to having a stent inserted. There was no allegation of an adverse event. Retention test strips (297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.